Event description:
Per the clinic, the patient developed a staphylococcal infection along with extrusion of the receiver-stimulator. The patient was subsequently admitted to the hospital for management of the reported issue; however, the condition did not resolve. The device was explanted on (B)(6) 2026. As of the date of this report, it is unknown whether there are plans for reimplantation.